Event description:
During a cfa procedure via contralateral approach, the spider basket broke off of the wire. The physician had to use forceps for retrieval of the basket.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.